Event description:
It was reported by service report that the customer stated legs would not drop when cot was lifted with (B)(6) pt. It is unk if there was pt involvement or if there are adverse consequences to report.